Manufacturer narrative:
Investigation completed 10/24/2017. Device history record reviewed for sn (B)(4) work order /(B)(4) lot/ 154 manufactured on 4/21/2013 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. Previous service repairs for reported device. No manufacturing or design related trend has been identified. The returned unit has passed all specific functional testing requirements, except for the lock having rotational movement. When unit is not under pressure, this would not have caused a slippage. When unit is properly positioned and put under pressure, unit would not have slipped. General maintenance and cleaning required. Root cause is undetermined at this time. The mayfield patient positioning for success chart has been provided to the customer.

Event description:
It was reported that the slip happened after the surgeon had placed screws in the patient's head and the surgeon was trying to reduce the rod into the head of the screws. They surgoen was pressing rods down during surgery and the skull slipped twice. The surgeon had to break scrub and staple the scalp.